Event description:
Event description cpi that this transvenous defibrillation and implantable cardioverter defibrillator exhibited an open lead message indicating a conductor fracture. The lead was capped and the device removed, the entire system was upgraded.